Manufacturer narrative:
Alleged failure: images dropping off monitor during case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: cut cable and sensor shift. Product was mishandled by the customer. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was image loss during the case. The procedure was completed successfully.